Event description:
It was reported that post-op of a laparoscopic symoid colectomy procedure, the patient was being checked and it was noticed that on the right side, the staples were flaring out and not forming correctly. The wound site was closed with a wound vacuum pack. The patient is doing fine and has been released from the hospital.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. It was also noted that one malformed staple was received inside a separated bag. When tested for functionality, the device fired and formed the remaining 30 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The final quality release criteria were met before this batch was released for distribution.